Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different performa meters, within 10 minutes: 239 mg/dl and 80 mg/dl (system 1) and 453 mg/dl (system 2). No adverse event reported. The same test strip vial was used for both meters and results. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.